Event description:
Patient being treated for avnrt. A brief freeze map was performed with progressvie advance up the sternum, during the 22nd map, the arrhythmia broke and was followed by 15 minutes of complete heart block. The che was resolved leaving a prolonged pr interval of 215ms. The procedure was stopped and a temporary peacemaker was inserted overnight. After 24h, the patient conduction was back to normal sinus rhythm and no permanent peacemaker was required. The device did not malfunction. This event constitutes a serious injury because the ablation was halted and further medical intervention was required; temporary peacemaker was implanted overnight.